Event description:
Customer resides in a long-term care facility, reported that another, unk resident accidentally stuck himself with the customer's softclix lancet device, was taken to a hosp where he received unspecified professional medical treatment and a tetanus shot. Device not available for return, replacement sent.